Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that before surgery, it was observed that the oscillating saw attachment device did not function when used together with the small battery drive device. According to the report, the devices were stuck. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the mechanics seized, jammed and was moving heavy. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. This issue was escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.